Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had audio or beep anomaly. Customer's blood glucose value was unknown at the time of the incident. The customer was assisted with troubleshooting. The customer stated that they did hear beeps when audio volume settings were saved. The customer stated that they did not hear the differences between the two audio beep volume 1 and volume 5. The device will be returned for analysis.

Manufacturer narrative:
Audio anomaly confirmed during testing. The audible volume of the device failed to change in correspondence to the selected volume level under audio settings. Failure is due to a broken trace noted at pin 1 of the ambient light sensor. Device passed the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, force sensor test and displacement test. (B)(4).